Event description:
It was reported that (1) device was used during a low anterior resection. It was reported that the staples failed to form when device was fired. Another device was opened to complete the case. Thre was no consequence to pt.